Manufacturer narrative:
The remote service engineer (rse) spoke with the customer and determined that the device needed to be sent for bench repair. The customer refused service and did not return the device to bench for further evaluation. Based on the information available, the exact cause of the reported problem could not be established. The reported problem was not confirmed. If additional information is received the complaint file will be reopened. H3 other text : device not returned for evaluation

Event description:
It was reported that a speaker malfunction inop was displayed and there was no audio coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker malfunction inop was displayed and there was no audio coming from the device. The device was in use on a patient. There was no report of patient or user harm.